Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received email regarding the drive support cap and reported that the drive support cap was loose. Customer's blood glucose readings were unknown. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.